Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a calibration alarm on their insulin pump within 48 hours of wearing the sensor. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer declined trouble shooting the issue. The customer had a calibration error in the past. The customer was advised to call the help line if the issue persisted. No further information was provided.